Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's transmitter only worked for a couple of months. There was no report of injury or medical intervention. No additional event or patient information is available.